Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved as they are no longer experiencing symptoms. On (B)(6) 2018 customer did seek medical attention at the hospital. He was diagnosed and treated for hyperglycemia. The elevation of his glycemic index was caused by customer failure to take his blood glucose medication and then drinking apple cider. He was given fast acting insulin and was released the same day.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of confusion, thirst and frequent urination. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. Test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called since his meter is reading hi x 3 times. Customer had eye surgery this morning and the results were 286mg/dl fasting at 8am is was 125mg/dl fasting at 3pm it was 421mg/dl not fasting. He is very confused, thirsty and is experiencing frequent urination (and drinking a lot of apple cider drink and little water). He now cannot get a blood reading. We advised him to see medical attention as the ER or call 911. He is going to call his physician since they have emergency numbers to call.